Event description:
Had hardware implanted and in last few days has increased pain in neck with radiation to arms with numbness and tingling. X-ray showed loose screws and that the last 2 screws have come out about 4mm causing some instability.